Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 8/9/2019. Patient code: 3189 - surgical intervention, 3191 - vaginal prolapse, rectocele, cystocele. Additional narrative: it was reported that patient underwent mesh revision on (B)(6) 2012 due to vaginal prolapse, rectocele and cystocele.